Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed upon power up a smoking smell was noted. The device functioned as intended. No burnt resistor or burnt component noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. Please refer to the dyonics power ii control system operations/service manual for recommendations on proper cleaning and sterilization processes. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4). H8: updated to unknown.

Event description:
It was reported that during set up, when the dyonics control unit was turning on, it smoked with a burning smell. A back up device was available and there was no delay. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, when the dyonics control unit was turning on, it smoked with a burning smell. A back up device was available to complete the procedure. There was a non-significant delay, and no further complications were reported.